Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead the sheath was found be bent, and the surgeon was concerned the lead may be damaged. The rv lead was not used, and a different lead was utilized. No patient complications have been reported as a result of this event.